Event description:
The customer is reporting that their device repeatedly is draining batteries indicating a device failure instead of a battery failure.

Manufacturer narrative:
(B)(4). Currently pending evaluation of the device.